Event description:
On 10/24/2024, it was reported by a facility representative via (B)(4) that an ar-6480 dualwave pumps outflow stopped working. This occurred during a case with no patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected and noted no problems with the device. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 14 minutes. No changes in the pressure were noted during the time the machine was tested. The device was assembled with an ar-6430, lot 40067370, to test the outflow system. The outflow rollers were not moving. The outflow rollers were not moving under any mode. The most likely cause for the reported failure can be attributed to wear and tear caused by extended usage in the field¿device manufacture date 2021.